Manufacturer narrative:
H2) additional information in section b5. H3, h6) a clinical analysis was performed. In summary, it was concluded that the deviation observed were caused an anatomical shift during the insertion of the new cage. Log files show no indication of excessive force applied to the surgical arm; however, a ¿path error¿ was recorded. Previously reported code, b01, is applicable as well as newly reported code, c13 and d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the deviation was suspected to be between 3.5 and 10 mm. The representative suspected a shift on the images after getting yellow values on the verification screen, but the surgeon wanted to go ahead and see what the skin incisions looked like for confirmation. The site marked the skin incisions with the use of the robot on this case and the site was able to tell that the left side screws were going to be placed medially so that is when they decided to get the patient rescanned with the anterior hardware in.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after placement of a cage in the front of the body, a shift was observed and alleged inaccuracy was noted. The surgical case was aborted due to the observed shift and inaccuracy. The patient was marked intraoperatively to confirm and verify the shift, and a new scan with the cage in place was taken to assess the situation. The surgery was aborted and additional surgery was to be performed (B)(6)2025. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. H3, h6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.